Event description:
It was reported that during implant attempt, the right ventricular (rv) lead would not cross the valve using multiple stylets and that the set screw would not tighten into the implantable pulse generator (ipg) when trying to attach the rv lead. The lead and the ipg were replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that the grommet was damaged, issue with set screw- rounded socket and there was a foreign material present. (B)(4) the full lead was returned, analyzed and no anomalies were found. However, it was noted that there was blood in/on the helix/lobe mechanism.